Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips hat the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that the "select boot device" message appeared on the screen during startup. To resolve the issue, the rse instructed the customer to select the hdd, the system booted normally with no issues. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot menu. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.